Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that false occlusion alarms occurred. Customer changed pump supplies to address the issue, however, false occlusion alarms recur. The customer reverted to an alternate method of insulin therapy. Customer declined follow up from tandem technical support. There was no reported adverse impact.